Event description:
It was reported that the customer experienced elevated blood glucose levels (410 mg/dl). Troubleshooting was performed and pump passed delivery system check. Customer's basal setting was adjusted and customer delivered a correction via the pump and a 3.5 unit correction via a novolog pen to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted. 5:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6).